Manufacturer narrative:
Investigation is ongoing. Valve remains implanted.

Event description:
Per the field clinical specialist (fcs), approximately 4 years and 5 months post implant of a 29mm sapien 3 valve, the valve presented with stenosis. A new 29mm sapien 3 was successfully implanted. Per medical record review, the 4-year transesophageal echocardiography (tee) findings indicated that left ventricle (lv) ef was 10-15%, the bioprosthetic aortic valve presented with severe aortic valve stenosis, no regurgitation, and the av mean gradient was 28mmhg. The operative note mentioned the patient presented with severe valve stenosis. The patient had a valve in valve with a 29 mm sapien 3 valve in the aortic position via right transfemoral approach. The implant was a success with no paravalvular leak and a mean gradient 6mmhg. No procedural complications or edwards device malfunctions were listed.

Manufacturer narrative:
Update to h6; device code, type of investigation, investigation findings, investigation conclusion. The sapien 3 valve was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for stenosis was confirmed based on the medical report. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), stenosis and device degeneration are listed in the instructions for use for the thv procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. As reported, "approximately 4 years and 5 months post implant of a 29mm sapien 3 valve, the valve presented with stenosis. A new 29mm sapien 3 was successfully implanted". Additionally, noted that patient had history of type 2 diabetes and chronic kidney disease (ckd-stage 4) per medical record. It is well known that patient with pre-existing co-morbidities (ckd, diabetes) may be predisposed to bioprosthetic calcification. Furthermore, tissue calcification can cause leaflet thickening thereby causing stenosis. In this case, available information suggests that patient factors (ckd, diabetes) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.